Event description:
Information received from the field notes that the device will not interrogate and that there were intermittent pacer pulses on surface ECG with loss of capture. Patient is not pacemaker dependent and the physician decided tto leave the pulse generator implanted.